Event description:
It was reported that a patient underwent an initial right total knee arthroplasty. Subsequently, approximately two years and five months post implantation, the surgeon has identified catastrophic failure of the polyethylene component. X-ray images have revealed poly component wear. A revision surgery is not currently planned. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical product: vanguard cr interlok fem - rt 60: catalog#183004, lot#j6576760; vg crl mono-lck brg 10x67: catalog#189240, lot#520450; unknown cement: catalog#ni, lot#ni. Report source: foreign: (B)(6). Customer has indicated that product will not be returned to zimmer biomet for investigation, as the product currently remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Primary operative notes state no intra-op complications. X-ray review by third party states that the right total knee arthroplasty demonstrates significant joint space loss in the medial compartment with metal on metal contact which suggests poly wear. The lateral compartment appears grossly unremarkable. No periprosthetic or osseous abnormalities. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.